Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that they are having neurological issues, including an issue with their speech as of (B)(6) 2017. The issue is unknown to be related to the device or therapy and it was mentioned that an MRI is being performed to rule out a possible cerebrovascular accident. The patient's indication for implant is essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.